Event description:
It was reported that the lead exhibited no capture in the unipolar configuration and 4.0 v, 0.4 ms capture thresholds in the bipolar configuration. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.